Event description:
It was reported by service report that the load wheel on the head section was loose allowing it to twist. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load wheel fastener.